Manufacturer narrative:
(B)(4).

Event description:
New information received notes that there was also sensing issue during lead dislodgement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized for inappropriate shocks. Lead dislodgement was diagnosed and was repositioned successfully. Patient was fine.